Event description:
Customer reported the system display is cut in half and unusable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a loose pin in the video cable connector. Ge rep repaired loose pin and system operates as intended.